Event description:
The customer reported that the dials on the handle of the x8-2t transducer were broken. The reporter confirmed that there was no reported injury or safety concern. It is unknown at this time if the issue occurred during clinical use or prior to clinical use. The field service engineer will be dispatched to the site to evaluate the system and determine the root cause of the issue which will be included in a follow up report upon evaluation completion.

Manufacturer narrative:
Philips initiated an investigation to identify the root cause of the reported issue. However, the transducer was not returned and is not expected to be returned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.